Event description:
Additional information was received from a manufacturer representative (rep). The rep referred to this case when calling regarding a different case. They reported that the lead would not torque down during a procedure and they were having impedance issues. The caller claimed that the reason for the call was the second time this month that clinic had had an issue and the caller stated they reported that in that instance, the issue was resolved via replacement of the ins. The caller said these issues related to impedance were happening 'monthly' and they were unhappy with the fact that with the old systems you could increase settings during impedance tests to resolve the issue where as now with the new systems you cannot do that. The agent noted the callers concerns would be documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the high impedance/out of range electrode was due to a faulty battery. The lead was not able to be secured with the screw. The battery was replaced and the issue was resolved. The rep reported the cause of the battery not getting over 0.3 or higher was a result of the battery not having a secure connection with the lead. Multiple attempts were made to check the impedance, wiped the lead, and fastened the screw. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that  high impedance was observed on the day of surgery. This was a full lead/battery replacement. The hcp connected the battery to new lead and had one out of range electrode, removed lead, cleaned and reinserted. 4 electrodes over 4k impedance. Tried in and out multiple times. Tried to turn battery on and couldn¿t get over 0.3 before device said it couldn¿t go any higher. Finally opened new battery and all issues immediately resolved when connected. The rep stated that the impedance was high and all of our trouble shooting attempts failed to bring impedance in range. At the end of the case the lead pulled out of the battery even without loosening the set screw. We put a new battery on and all issues were resolved